Event description:
During remote follow-up, post-paced t-wave oversensing was observed on the device. Reprogramming was performed and noise was reproduced. Abbott technical support was contacted and suggested with another reprogramming changes. No intervention has been performed at this time. The patient was in stable condition.